Event description:
Procedure: unk. Pt sex: unk. Reportedly, while pushing mesh through the trocar the balloon popped and deflated. The balloon was then pulled out and another balloon was opened and placed in abdomen. At this time, a piece of gray material was noticed in abdomen. The material was intact was removed by pulling and cutting out with grasper. There was no injury to the pt reported.